Event description:
This device case, reported by a diabetes nurse specialist, concerns a pt who experienced hypoglycemia and convulsions. The pt had type two diabetes and had previously been receiving oral hypoglycemic agents and was also receiving 100 mcg/day thyroxine since 1993 for hypothyroidism. Seven weeks ago the pt was started on 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25) 24 units in the morning and 20 units in the evening using a pen injection device (humapen ergo). The evening dose was increased to 24 units two weeks ago. The pt was testing blood sugars at lunchtime every other day and they had been between 8 and 10 mmol/liter for the previous few days. Pt had not tested blood sugar on the day of the event, but injected as usual before breakfast. Approximately four hours after injecting, the pt suffered a severe hypoglycemic episode and convulsions. The pt was taken to hosp but was not admitted, as pt had recovered by the time pt arrived. The suspect drug was not stopped but the reporter did think the event was causally related to the drug. The reporter suggested that the injection device may have malfunctioned and administered too much insulin or it may have been a user error. The device has been returned for eval. Update 24-nov-1999: preliminary report received from pharmaceutical delivery systems (pds) 24-nov-1999. Update 30-nov-1999: add'l info received from nurse 26-nov-1999. Device returned. Nurse considers drug to be causal and events serious. Concomitant added. Possible device malfunction or possible user error. Update 06-dec-1999: report received from quality assurance 03-dec-99. Update 14-dec-1999: report received from regulatory agency (mca) 13-dec-1999. Added indication for concomitant and mca as reporter. Update 17-dec-1999: final report received from product delivery systems (pds) 15-dec-1999.